Event description:
It was reported that when the device was used during an umbilical hernia repair, the surgeon had to manually "pull apart" the handle to release the device. This occurred with a second device as well. A third device was pulled from a different box and fired without incident. There was no consequence to the pt.